Manufacturer narrative:
A boston scientific technical services consultant discussed single coil leads tend to have higher impedance and this does not sound like a concern. The consultant stated that as the measurement increases towards 140 ohms, a commanded shock test should be performed. The boston scientific representative communicated all of the information to this patient's physician who has elected to follow this patient via remote monitoring. No further testing was performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting shocking impedance measurements of 100 ohms to 127 ohms. The caller was inquiring if the higher measurements are a concern. No adverse patient effects were reported.